Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician attempted to implant the right ventricular (rv) lead in multiple spots, all of which resulted in high impedance. The rv lead was not used and was successfully replaced with a second lead that exhibited perfect numbers. No patient complications have been reported as a result of this event.